Event description:
Allegedly, during the use of biologic beads on an amputation, the vial with liquid in it would not open after 30 min of trying and extended surgery greater than 30 minutes. There was a backup device available.

Manufacturer narrative:
The investigation is not yet complete. Trends will be evaluated. This report will be updated when the investigation is complete.